Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. Same model epk-3000-us is distributed in the USA with 510k k172156.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "after the device was turned on, the power indicator blinked and the bulb darkened" involving pentax model epk-3000-us/serial (B)(4). No further information was provided. This event meets the requirements for FDA reportability.